Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels and had stayed for four (4) days. Patient¿s blood glucose reached around 450 mg/dl range while wearing the pod between 24 and 36 hours on the infusion site (abdomen) and site was bloody. The patient tried to bolus, drank lots of water and manual injection before going to the hospital. Patient¿s sodium went very low. Health care provider (hcp) had made an adjustment to the pdm setting. Patient's treatment included insulin via shots and took a bunch of blood tests. A prescription for blood clots was given.